Event description:
It was reported that the patient presented during clinical follow-up, experiencing discomfort due to extra-cardiac stimulation. Upon interrogation, it was noted that the right ventricular lead exhibited failure to capture. X-ray noted that the right ventricular lead was dislodged. The reported lead was explanted and replaced (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture, lead dislodgement, and extra cardiac stimulation were no confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing and visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
The reported events of failure to capture, lead dislodgement, and extra cardiac stimulation were no confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing and visual inspection of the lead did not find any anomalies.